Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the side wall and proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Event description:
During a procedure, after the atrial septal puncture, a blood leak occurred. Following insertion of the sheath into the vein, there was blood leaking from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse patient consequences.